Event description:
The wire crossed the total occlusion of the right iliac artery and the vessel was dilated. The first smart stent was deployed within the vessel. A second stent was deployed to overlap the first smart stent, but the stent folded on itself. A bard-vario stent mounted on a 7x4 balloon was introduced and deployed within the first smart stent to hold the folding segment open.